Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt had been lifting a heavy item and felt a "pulling" in her back around the implanted neurostimulator. Following the event the pt was not receiving adequate therapeutic relief from her symptoms. The pt had tried different programs as well as increasing stimulation with no success. The pt turned off her implanted neurostimulator for two days to see if she could get better stimulation when she turned it back on, but stimulation had not improved. It was also reported that the screen was no longer displaying on the pt programmer. The pt had an appointment scheduled for (B)(6) 2011. Additional info has been requested but was not available as of the date of this report.